Event description:
It was reported via repair work order that the fowler was drifting due to the fowler cylinder screw and fowler CPR reset screw needing adjustment.

Event description:
It was reported via repair work order that the fowler was drifting due to malfunction gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler drift was due to the owler cylinder screw and fowler CPR reset screw needing adjustment.